Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, d10, g3, g4, g6, h2, h3, h4, h6, h10. D10: 00631005028, liner 10 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells, 60205664. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical record/surgical plans were provided and reviewed by a health care professional. Review of the available records identified the following: patient has an initial tha. The patient fell when carrying objects from car into the house causing a dislocation of the left hip. Surgical plans were reviewed, and findings confirm recurrent dislocation. Revision is planned for (B)(6) 2024 and upon further follow up it was confirmed the revision took place on this date. Two surgical plans were provided. No operative notes were provided; therefore, no further information is available regarding the plan used or which components were explanted. Other reasons for revision provided was poly wear of the liner. A definitive root cause cannot be determined. Based on the provided medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown poly unknown. G2: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on unknown date. Subsequently, the patient fell when carrying objects from car into the house causing a dislocation of the left hip. The patient was revised due to recurrent dislocations and poly wear.